Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/09/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was not returned. Only the carton box, implant card, patient card and sheet labels were returned. Without the return of the lens, the complaint issue reported could not be verified. Product deficiency could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed one additional investigation request for this production order. A product deficiency was not identified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of a z9002 20.0 diopter intraocular lens (iol) broke when inserting into the patient's operative eye. Therefore, the lens was removed and replaced with the same model and diopter lens. Reportedly, there was no patient injury. No additional information was provided.